Event description:
Following a visit to the ER for a heart attack a year ago, the pt reported that his stimulation fades after 5 minutes. He does not feel the stimulation at all and loses pain relief. Follow-up with the pt's healthcare professional was recommended. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4)